Event description:
It was reported that the right ventricular lead had no capture one day post implant. It was noted that the lead had required multiple attempts during implant. During the replacement procedure, the physician was not able to find a suitable position and the helix extension and retraction was questioned. The lead was replaced with a tined lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage,

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.